Event description:
Boston scientific received information that remote monitoring of this right ventricular lead and device revealed a high out of range shock impedance measurement. The physician is aware of and is monitoring this issue. As this lead shock impedance has been increased since implant, a decision has been made to further monitor this lead and device. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.